Event description:
It has been reported to philips that the screen was broken. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in use at the time of the reported event. A philips field service engineer (fse) inspected the system on-site and confirmed that the screen of the touch screen module (tsm) was broken. The customer stated that the tsm was accidentally damaged by a user. To resolve the reported issue, the fse replaced the tsm and reloaded the software. The system was returned to use in good working order and ready for clinical use. The tsm was returned for further analysis, which confirmed that the screen was broken. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that the system did not malfunction. The investigation identified that the issue experienced by the customer was caused by accidental damage to the touch screen module by the user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.